Manufacturer narrative:
G4:02apr2021. B4:06apr2021. The device was evaluated by a third party company who confirmed the reported issue. The third party company replaced the power switch overlay. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. No parts were received for failure analysis. It was identified that previous investigations have shown excessive engagement or pressure contact over the light emitting diode (led) while attempting to engage the switch due to the proximity of the led to the switch may cause a separation of the led to the encapsulant causing the reported power switch overlay failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 11feb2021.

Event description:
The customer reported a ventilator gave a alarm led (light emitting diode) alarm and had a green power on/off illumination failure. The reported issue was found during pre-use check at the dealers. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay to patient therapy.